Event description:
The customer alleged they received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their integra 800 analyzer. The customer stated the problem was discovered when a doctor called contesting the results of his patients. The customer provided data for 151 patients, 135 of which had discrepant results. The customer stated all the questioned results were reported outside the laboratory. The units of measure were requested but not provided. There were no adverse events. The hba1c reagent lot number was 680508. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).